Event description:
It was further reported that the patient had full system revision due to the previously reported high impedance. It was noted that during the procedure, while the surgeon was removing the old lead, the patient experienced asystole and bradycardia due to the surgeon manipulating the patients nerve. After surgery, the events resolved and the patient was to stay in the hospital to allow time for full recovery. The suspect device has not been received to date.

Event description:
It was further reported that the patient was referred to the neurosurgeon for a full revision due to high impedance. No surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. The device was subsequently disabled. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was further reported that the events of asystole and bradycardia resolved on their own during the surgery.

Manufacturer narrative:
B5, describe event or problem, corrected data: previous supplemental report inadvertently submitted without known additional information. H6, adverse event problem codes, corrected data: previous supplemental report inadvertently submitted without known additional information.

Event description:
It was further reported that the lead break was due to the patient's car accident.

Event description:
The suspect device has been received and is undergoing product analysis.

Manufacturer narrative:
H3: code 02: device is undergoing product analysis.

Manufacturer narrative:
B3, date of event, including dates, corrected data: adjusted event date based on additional parameters inadvertently not included in supplemental report 6. B6, relevant tests/laboratory data, including dates, corrected data: additional parameters inadvertently not included in supplemental report 6.

Event description:
Product analysis was approved for the lead. One portion of the lead assembly was returned for analysis. The returned portion of the lead (178mm) had a set of setscrew marks observed on the connector pin. Canted spring scratches were overserved on the connector ring. The small and large o-rings were slanted back. Abrasions were observed on the connector boot and outer tubing at various areas. An abraded opening was also observed on the outer tubing. The abrasions were noted to be possibly caused by wear. Dried body fluids were observed inside the inner and outer tubes. There is no obvious path of ingress noted apart from the identified abraded opening and the cut/torn ends. The coils were noted to be stretched, wavy, and spiraled in some areas, likely occurring due to the manipulation of the lead during the explant process. The ends of the outer tube were cut and torn. The inner tubes protrude out, and the ends of the tubes are torn. The coils are noted to protrude out of the inner tube, the end of the ring coil is cut, and the end of the pin coil is torn. Continuity check was made from the ring to the end and identified no open circuit conditions. Continuity check was made from the pin to the end and identified no open circuit condition. Pa worksheet was reviewed and reflect report above. Pa figures were reviewed and reflect the report above. The allegations of ¿fracture of lead(s)¿ were not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Other than the abraded opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.